Event description:
It was reported that the health care provider (hcp) reached out to technical services (ts) for review of pacemaker-mediated tachycardia (pmts) episodes stored for possible loss of capture. Good thresholds were confirmed. Possible causes were discussed and troubleshooting options were recommended. The hcp at clinic has just been monitoring. This product remains in service and there were no adverse patient effects reported.